Manufacturer narrative:
The customer changed the sample probe, but the issue still occurred. The field service engineer ran checks on the analyzer. Precision studies were performed and did not show any anomalies. The investigation did not identify a product issue. There was no evidence of a general instrument or reagent related issue. The issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the c 111 analyzer is (B)(6) . The customer stated that controls run the morning of the event were acceptable. A review of quality control data showed that controls mainly recovered outside of two standard deviations low. The customer has used a new reagent lot number for 6 days. Calibration, controls, and patient recovery have been acceptable. The investigation is ongoing.

Event description:
The customer stated that for two weeks, they have been having issues with questionable patient results for glucose hk on a cobas c 111 analyzer. The customer provided two examples of patient samples with discrepant glucose results. The first sample initially resulted in a glucose value of 0.3 mmol/l and it repeated as 0.4 mmol/l. A new reagent bottle of the same lot was then used to repeat the sample on (B)(6) 2024 and it recovered with a glucose value of 4.9 mmol/l. The second sample initially resulted in a glucose value of 0.6 mmol/l. A new reagent bottle of the same lot was then used to repeat the sample on (B)(6) 2024 and it recovered with a glucose value of 10.0 mmol/l.